Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient was dissatisfied with the health care provider and had other issues with the hcp programming the pump properly. The patient would not provide further information at the time of the report. The patient did request the pump print-outs to be a ¿little more user friendly so the patients can understand them better¿ and would also like it printed in three rows so it could fit in a wallet. The patient just had a refill and was told it was required to change the pump every five years. This device system delivered bupivacaine, methadone, and baclofen. Additional information has been requested, but was not available as of the date of this report.